Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing.the blood glucose level was 400 mg/dl at the time of event and the patient was treated with correction injection via multiple daily injections (mdi). No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010466, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010466 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 9 on 05-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l03527 was manufactured according to the work instruction (wi) version 2 and manufactured in the machine itl03, on 27-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l04226 was manufactured according to the wi version 12 and manufactured in the machine igtl01, on 20-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l05454 was manufactured according to the wi version 2 and manufactured in the machine itl03, on 04-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.